Event description:
The tip of the starter reamer broke during surgery and was found to be down the canal below the stem. The tip of the reamer was left in the patient.

Manufacturer narrative:
Examination of the returned instrument confirmed the tip broke off. The tip of the drill was not returned. Commercialized product development reviewed the provided x-ray and states within the femoral canal; the x-ray image clearly shows a small metal object inferior to the implanted stem. The shape and size of the object is consistent with the tip of a stepped starter drill. The depuy (B)(4) material research department examined the returned instrument and confirmed the drill was fractured approximately 15 mm from the tip of the drill at the base of a pilot drill section. The tip of the drill was not returned. The drill was cyclically loaded in rotating bending beyond the material limit resulting in high stress low cycle fatigue fracture of the material. No evidence of material or metallurgical defects was observed that could contribute to the failure of these components. A two-year search of the complaint database found no additional reports for this product code. The date code (B)(4) indicates the instrument was manufactured in december of 2005. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.